Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, patient complained about one infusion set fell off. Infusion set was in use for 24 hours. Patient blood glucose at the time of issue was 330 mg/dl no further information available.